Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances measuring greater than 125 ohms. The pace impedances and thresholds were reported to be within normal limits. Subsequently, the patient underwent a revision procedure and this system was removed from service and the patient was upgraded to a dual chamber ICD. The physician believed that the lead was fractured; however, no fracture was seen on fluoroscopy. No adverse patient effects were reported.